Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels and high blood glucose levels of 289 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the bolus. Customer's current blood glucose value was 299 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 1:30-2:30 am. The blood glucose value when admitted to hospital was 111 mg/dl. The customer cause of hospitalization per healthcare professional's was drank juice and blood glucose levels came back up. Customer declined to perform further troubleshoot for low blood glucose levels and high blood glucose levels. The product was not returned for analysis.